Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the tubing was cut near the chamber port. Functional testing was performed which included underwater leak testing. A leak was observed at the location of the cut. Leaks were not observed at other parts of the returned sample. The reported condition was verified. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking from an unspecified location. This event occurred during setup and before patient use. There was no patient involvement. No additional information is available